Event description:
Universal battery charger reported as working intermittently and the battery melted in one compartment. It is reported that, after cleaning, the device was not allowed sufficient time to dry before the battery was inserted. No additional information was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation.the reporter''s complaint that the universal battery charger operates intermittently was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.

Event description:
This report is 1 of 1 for complaint (B)(6).

Manufacturer narrative:
A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4)